Event description:
Additional information received indicated that the patient continues to apply vaginal estrogen 3 times a week and the mesh exposure persisted. The patient continued to not be symptomatic and it was not "bothersome". As of (B)(6) 2016, the event was considered not recovered/not resolved (continuing). If additional information is received, a follow up report will be filed.

Event description:
Additional information received indicated that the patient continued to experience vaginal mesh exposure and was to continue estrace 2x a week. It was also noted that the patient will have a mesh exposure removal date scheduled. The event was considered not recovered/not resolved (continuing) as of (B)(6) 2016. If additional information is received, a follow up report will be filed.

Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced mesh exposure in the vagina. The patient had asymptomatic mesh exposure found on exam, no pain, bleeding or infection. The patient was to continue estrace "1/2g", 3x times a week vaginally. The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event.